Manufacturer narrative:
MDR 3003442380-2024-01453 - device 7 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the colombia. On (B)(6) 2024, it was reported that patient faced seven infusion set cannula was bent, this happened on the same day after insertion. The insertion site was at leg. The infusion set was in use for less than one day. No further information available.